Event description:
During servicing the field service engineer (fse) found error code in the diagnostic log that indicates da pcba adc failed vent inop occurrences. The fse reported that there was no patient involvement.